Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1821, awareness date 21-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer is (B)(6) with 2 kids. Since essure was inserted she started to have fatigue, plenty emergency room visits, hip pains, hair loss and now she has endometriosis. Loss jobs due to severe left side pelvis pain. Just had a hysterectomy on (B)(6) 2015. Feeling a lot better but hair is still falling out, and she still was having back pains and hip pains. The product technical complaint investigation results which ptc number is: (B)(4) was received on 12-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and presented severe left side pelvis pain. She has just had a hysterectomy at the moment of the report. Pelvic pain is serious due to required intervention and listed in the reference safety information for essure. Although in this case, endometriosis could be an alternative explanation for this event, considering pelvic pain may occur during essure use, a contributory effect from the suspect insert cannot be totally excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.